Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 7/7/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the returned sample was received. The product returned consists in packaging components (folding carton) and pcb00 device. Visual evaluation was performed, and the following were the findings: there was viscoelastic trace residues observed at the cartridge tip. Pcb00 device was observed in advance position and locked. There is a brown substance at the cartridge tip that could be associated of patient eye fluids. Lens was stuck in cartridge, override by pushrod and the cartridge tip was deformed/damaged. It is not possible to remove the lens from the inside of the cartridge. Therefore, the complaint issue reported as ¿ lens damage¿ could not be verified. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, unknown/not provided. If explanted, give date: not applicable, unknown/not provided. Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a defective lens, not used. Customer doesn't know if there was patient contact or not. Backup lens was used. No additional information provided.